Manufacturer narrative:
The pump was returned to moog and subjected to a number of mechanical and flow-related tests. It performed according to specifications. The complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated: "patient's mother complained that pump does not alarm when the dose is done. Customer contact confirmed event and made sure the pump was not set on silence for dose done alarm." The pump had been set to deliver 120 ml of food at a rate of 30 ml/hr. No injury to the patient was reported.